Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d5, d10, e1 (initial reporter, event site email), e2, e3, e4, g2, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code, health effect impact codes), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the battery, safety disk provided by customer. Fse verified and no fault codes populated. Compressor was replaced. Fse encountered the probable cause of incorrect temperature reading was temperature sensor probe wire as it was taped to compressor housing. Fse removed the wire from compressor housing and issue was resolved. The fse performed all tests and calibrations according to protocol. Unit was cleared for patient care.

Event description:
It was reported during preventive maintenance that cardiosave intra aortic balloon pump unit had overheating issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) unit was overheating during use. There was no patient harm or injury.